Manufacturer narrative:
Initial complaint was reviewed and determined to be non-reportable. Per management, the type of pioneer cable system used in this article is not marketed by synthes and therefore, the complaint belongs to pioneer. (B)(4) will be notified of the complaint and (B)(4) will be voided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial complaint was reviewed and determined to be non-reportable. Per management, the type of pioneer cable system used in this article is not marketed by synthes and therefore, the complaint belongs to pioneer. Pioneer will be notified of the complaint and (B)(4) will be voided.

Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown pioneer cable system. (Other number) UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: dunne, b et al. (2016) sternal cables are not superior to traditional sternal wiring for preventing deep sternal wound infection. Interactive cardiovascular and thoracic surgery 22, pp: 594¿598. This trial was designed to determine if the pioneer cabling system provided a better sternal closure than traditional stainless steel sternal wires in figure-8 formations and resulted in lower rates of deep sternal wound infection (dswi) and sternal pain. Inclusion criteria included 135 patients over an 18 month period between july 2013 and december 2014 that were in the pioneer cable system group. Data collection was performed by the surgical team while the patient remained in hospital. Three (3) patients in the cable group died early postoperatively and were excluded from further analysis. None of these deaths were associated with dswi. Results included deep sternal wound infection and re-operation for bleeding. Pain was noted at 3, 5, and 30 days after surgery. This report is for an unknown pioneer cable system. A copy of the literature article is being submitted with the medwatch. This is report 1 of 1 for com-(B)(4).